Manufacturer narrative:
(B) (4): evaluation results: cva/stroke.

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid lad. Patient was asymptomatic / free of symptoms at 30 day follow up. At 6 month follow up, patient displayed stable angina. An ischemic stroke is reported to have occurred approximately 11 months following index procedure. It is reported that the patient presented with left side of face drooping/appeared vague and lethargic. A CT confirmed minor disability stroke. Investigator has indicated that event was not related to the study stent. At 1 year follow up patient displayed stable angina.

Event description:
The patient is reported to have expired approximately 37 months post index procedure. The cause of death was intracerebral haemorrhage. It has been assessed that the event was not related to the device.

Manufacturer narrative:
Results: inherent risk of procedure - (cva/stroke). Conclusions: inherent risk of procedure - (cva/stroke). (B)(4).